Event description:
The implantable neurostimulator was turning itself off. The pt was seen in clinic about 15 days after the original complaint. Device interrogation revealed high impedances on all electrodes except #3 and #6. Therapy was reprogrammed to deliver therapy through the non-affected electrodes. She got good relief of her pain symptoms. There was no injury or accident associated with the complaint. The hcp did not recommend surgery to replace the lead at the time of the visit.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.